Event description:
During a routine follow-up several attempts to communicate with the patient's device could not be established. To ensure there was no electromagnetic interference, another ICD was placed next to the patient and interrogation was successful. An x-ray of the device was then viewed to verify that the device was correctly positioned in the patient. Final attempts to communicate with the device through block mode programming commands as well as efforts to reset the device were not successful. Ventritex recommended that the device be explanted. This procedure was performed on 08/07/1997.

Manufacturer narrative:
H.3 evaluation summary: the reported event was confirmed. Upon receipt the device would not communicate due to a depleted battery. Because the battery was depleted, the current could not be measured. Upon replacement of the battery, the current measurement was normal. With the proper supply voltage the device was found to communicate normally. It could not be determined what caused the premature battery depletion.